Event description:
Per the audiologist, the patient reported experiencing pain and headaches. The results of an integrity test done in 2008 was consistent with normal device function. Per the surgeon, a CT was done (date not reported) and confirmed the receiver stimulator had migrated. Revision surgery is planned, but had not been scheduled as of the date of this report.

Manufacturer narrative:
This is a final report - this type of event is addressed in the device labeling.